Manufacturer narrative:
A portion of the percutaneous lead (driveline) is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that on 19jun2019 the patient underwent a distal end percutaneous lead (driveline) repair due to separation of the bend relief at the metal connectors.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through evaluation of the submitted photos. An additional tape repair was also noted approximately 3¿ from the metal connector of the driveline. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the clinic with wires exposed at driveline closest to the system controller connection. A clamshell repair is scheduled for (B)(6) 2019. Rescue tape was placed until repair is complete. No additional information was provided.